Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with staph marginal keratitis infection on both (ou) eyes at one day post-operative exam. The patient's chief complaint was irritation. Topical steroid dosage was increased to treat the symptoms.